Manufacturer narrative:
A visual examination of the guidewire revealed that the pebax section was damaged, exposing the tip of the metal corewire. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. The complaint is consistent with the return that the pebax section detached exposing the tip of the core wire. Based on all gathered information the investigation fails to determine a definite root cause. There is an investigation in place to address distal tip related issues. A DHR review was performed and no deviation was found.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02164, and 3005099803-2014-02165 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with stone removal procedure performed on (B)(6) 2014. According to the complainant, after unpacking, outside the patient, the physician found that the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. A second jagwire guidewire was opened and the same thing occurred. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2014-02164, and 3005099803-2014-02165 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography with stone removal procedure performed on (B)(6) 2014. According to the complainant, after unpacking, outside the patient, the physician found that the hydrophilic tip of the jagwire guidewire detached exposing the tip of the metal corewire. A second jagwire guidewire was opened and the same thing occurred. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Reported event of guidewire distal tip detached outside the patient. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.